Manufacturer narrative:
Corrected sections as of (B)(6) 2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results obtained of 240 and 277 mg/dl fasting and 184, 257, 273 and 183 mg/dl non-fasting. Customer was also concerned with fasting meter to meter comparison results of 277 mg/dl using truemetrix meter and 235 mg/dl using another device. The customer¿s expected fasting blood glucose test result is 139 mg/dl; customer was unsure of their expected non-fasting blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 219 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/17/2020 and open vial date is 03/02/2020. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).